Event description:
It was reported that the implantable cardioverter defibrillator set screw was unable to tighten to attach a lead. Following this, the set screw detached. The physician alleged malfunction against the device. The device was not used and another device was successfully implanted. No adverse patient consequences were reported.

Manufacturer narrative:
The reported field event of setscrew anomaly was confirmed. The ventricular setscrew was found to be fully stripped from the lead bore. This would not allow the set screw to be tightened and properly secured the lead. It is suspected the damage occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.